Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarx catheter was selected for use. It was noted that there was blood in the balloon. The catheter was replaced and the procedure was completed. There were no patient complications. The device is expected to return.